Manufacturer narrative:
Isi has received the device involved with this complaint; however, the device evaluation has not been completed. Therefore the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted post failure analysis evaluation or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that at the start of a da vinci-assisted inguinal hernia procedure, the right eye of the surgeon side console (ssc) was black. The site attempted troubleshooting by power cycling the system but the issue persisted. The intuitive surgical, inc.(isi) technical support engineer (tse) also attempted troubleshooting but once again the issue persisted. At that time, the surgeon made the decision to convert and complete the procedure as an open traditional procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the right lcd monitor in the high resolution stereo viewer (hrsv). The hrsv provides the video image for the ssc.

Manufacturer narrative:
Isi has received the hrsv involved with this complaint and the reported complaint was confirmed. The hrsv would sometimes have no image. The pca main board was replaced to resolve the issue.